Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and a signal artifact issue occurred. During procedure using thermocool smart touch sf bidirectional catheter, after cardioversion was performed, error 8 was displayed on carto. No pacing maneuver was performed and all electrocardiogram (ECG) signals were lost on the carto and recording system. A picture showing catheter packaging was received for analysis. The photo did not provide sufficient information related to the reported event. Therefore no result could be obtained from it. The product investigational analysis completed 5/18/2020. The device was visually inspected, and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on the manufacturing record evaluation (mre). Once the information is provided, it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter, and a signal artifact issue occurred. During procedure using thermocool smart touch sf bidirectional catheter, after cardioversion was performed, error 8 was displayed on carto. No pacing maneuver was performed and all electrocardiogram (ECG) signals were lost on the carto and recording system. Removing the catheter from the patient¿s body restored the signals. The affiliate does not recall having additional sources to monitor the patient. There was no report of patient consequence. The affiliate disconnected all the front cables (for catheters, ECG, stim) prior to restart the patient interface unit (piu). After the piu restarted, reconnected the front cable one by one. The ablation cable induced a loss of all signals body surface (bs) and intra-cardiac signals (ic). Error 8 was still displayed on screen. It was decided to replace the ablation cable which did not solve the signals loss. The ablation catheter was taken out of the patient and was restoring the proper bs signals. The catheter was changed and the issue was resolved. Pacing leads connected to the piu. No pacing and ablation was performed at the same time. The observed signal artifact issue has been assessed as an MDR reportable malfunction. The event date is unknown. As such, the 1st day of the alert month has been entered as the event date (B)(6) 2020.